Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database. One 8.5f swartz braided introducer dilator was received for analysis. The sheath was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During the paroxysmal supraventricular tachycardia procedure, air was aspirated from the sheath. After the sheath was inserted into the right atrium and prior to catheter insertion, air was aspirated when performing aspiration for flushing. Air was aspirated multiple times; however, the air could not be completely removed. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.